Event description:
Post-op pt to use pca infusion pump with 250 mg/250 ml mso4/d5. No preload, first dose at 1758, 11 doses recorded, control removed at 2030. Pt respirations 14 at 2300, 3 at 2330. Reservoir depleted to =25 mg/ml. Pt placed on ventilator, narcan given. Pt ventilator independent.